Event description:
Boston scientific received information that the patient implanted with this device system presented with (B)(6). The device system was extracted. No adverse patient effects were reported during the procedure. There is no allegation against device functionality.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.